Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. It was reported that during a ventricular tachycardia case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). The medical intervention provided was a pericardiocentesis in which an unknown amount of fluid was removed. The patient was reported to be in stable condition at the time the complaint was reported. Additional information was received on the event. The event occurred during the mapping phase most likely because no ablation or transseptal puncture had been done. The physician¿s opinion regarding the cause of this adverse event is that this is most likely due to catheter manipulation. The patient did require hospitalization because of the adverse event. Settings during the event include: irrigation flow setting of 2ml/min during mapping. There were no error messages observed on biosense webster equipment during the procedure. The patient received anticoagulation during the procedure and the act was maintained at approximately 300 seconds.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01, serial # (B)(4)); stockert 70 system (model# m-5463-01, serial # (B)(4)); coolflow pump (model# m-5491-02, serial # (B)(4). (B)(4).